Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit notified mechanical error 3.

Manufacturer narrative:
The getinge field service engineer (fse) evaluated the iabp unit and reproduced the reported issue. To fix the issue, the fse replaced the safety disk, applied a 5000 hour maintenance kit, and other necessary parts. Additionally, the psi regulator underwent adjustment/calibration. After replacement, the fse performed all functional and safety checks to ensure the unit met factory specifications. The iabp successfully passed all functional and safety tests and was then cleared for clinical service.